Event description:
It was reported that the 4 contact cable was not functioning. One of the contacts (1st or the 4th) was not working. It was not transmitting a signal. It was reported that it was attached to a 4 contact depth electrode. A second cable was opened to the field and functioned accordingly. There was no pt injury. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.